Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables indicate a reprocessing induced issue. The instrument was found to have multiple indentations on the edge of the distal idler pulleys. There were no pieces missing. Grip cables adjacent to this indented pulley show damage. The instrument was missing the grip pin at the distal end. The grip pin is approximately 0.068" x 0.203" in size was not returned with the instrument. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the prograsp forceps were noticed to have a broken cable. The procedure was completed with a backup instrument with no patient harm, adverse outcome or injury and no delays.